Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a foley catheter. The customer reports that the balloon couldn't be deflated and the inflated catheter was pulled out with force. The catheter was placed in the pt on (B)(6) and was pulled out on (B)(6). The customer further reported that there was no consequence to the pt.

Manufacturer narrative:
(B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.